Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patients nurse described the area as a skin rash that is raw/pink, but no cuts, drainage, or infection, the garment is fitting tight and causing slight indentations. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied silicon barrier cream for skin irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.